Event description:
It appears that the depot system or mfrs are mislabeling a product with the national stock number. The item identified in enclosure 1 is labelled with the national stock number indicated on enclosure 2. However, the specifications listed on enclosure 1 match the catalog specifications listed in enclosure 3 for another national stock number (except for the unit of measure quantity, which may be a cataloging error). Customers complain that the material, identified by enclosure 1 for the subject national stock number, clogs their suction devices because it is too small. They think they are supposed to get material with a half inch diameter and the material identified by enclosure 1 is only 3/8 inch diameter. Enclosure 5 shows a label from a correctly marked box of material. (*)